Event description:
The incident in this report is associated with the device reported in MFR report # 1526439-2014-11446. It was reported that during the post-operative evaluation of a l3-s1 viper 2 mis fusion, the physician observed that the screw head had come out from the rod. During retrieval of the locking cap, it was noted that the threads were torn and had broken off from the screw. The rod was to be reduced and locked down with a new locking cap, but as the rod was being reduced, the bottom tip of the rod holder broke into the patient. All pieces were retrieved, and the procedure was completed with a total delay of approximately 2 hours. No adverse patient consequences were reported as a consequence.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The mis single inner setscrew was not returned for evaluation. The device history record could not be reviewed because the lot numbers are unknown. A 12 month complaint trend analysis for the product code found no emerging trends. The root cause for the set screw threads being damaged cannot be positively identified. However, it may be due to the setscrew being placed under higher loads than anticipated. No corrective action/preventive action is required at this point as there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.